Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the permanent implant procedure on (B)(6) 2018 an epidural hematoma occurred. Reportedly, during the procedure the bleeding was under control and scs system was implanted. Later the night of the procedure the physician suspected epidural hematoma and the physician decided to explant the device, so the patient could do the MRI and address the issue of hematoma.